Event description:
Name of procedure: gastrectomy. Event description: [name] medical center. "The clip did not come out." Product is available for return. Additional information was received via call on 27aug2025 from applied medical representative: "based on the updated information from the distributor, it was confirmed that the correct lot number is 1537182." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: gastrectomy. Event description: [name] medical center. "The clip did not come out." Product is available for return. Additional information was received via call on 27aug2025 from applied medical representative: "based on the updated information from the distributor, it was confirmed that the correct lot number is 1537182." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.